Event description:
It was reported that image was lost during at least one endoscopy procedure. The cases were completed without harm to the patient. This report follows a retrospective review of complaints for medical device reporting requirements based on a new procedure.